Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Disposition is unknown.

Event description:
It was reported that patient's ankle was revised due to a broken poly.